Event description:
As reported by the edwards' clinical specialist (cs), during the transfemoral transcatheter aortic valve replacement (tavr) procedure, the first valve was positioned and deployed to ventricular (slightly low) within the native annulus with resulting central ai. The second valve prepped and positioned higher than the initial valve under rapid pacing with no central ai noted. Upon removal of the 9120s23 sheath, however, two (2) non-flow limiting dissections were noted and repaired successfully with self expanding stents. One day post procedure, a CT and MRI were performed which confirmed that patient had suffered a stroke, which left him with left sided hemiplegia and decreased neurological status.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient. The device was not returned for evaluation as it was not explanted from the patient; however, per report, there was no device malfunction. A device history review (DHR) for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Per the instructions for use (IFU) for the edwards' sapien valve, permanent or transient neurological events are potential adverse effects associated with the use of the prosthetic valve. These events can be ischemic or hemorrhagic, and approximately 50% occur within 5 days of the procedure. Ischemic strokes can have other etiologies, including embolizations occurring the placement of or after deployment of prosthetic valves, afib, and carotid artery lesions. In addition, major risk factors for tia and stroke include htn, diabetes, family history of stroke, high cholesterol, increasing age, and race. In this case the exact cause for the event cannot be confirmed, however, there are multiple potential causes including the patient's co-morbidities and increasing age. No corrective or preventive actions are possible at this time.